Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment and was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted all indicator lamps solidly illuminated, confirming the device had entered an error state. This confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, on the 2nd day of npwt, a pico7 all the indicator lamps illuminated and the pump stopped working. The npwt was temporarily stopped and restarted at doctor's examination 2 days after. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.